Event description:
It was reported that the arctic sun device was failing calibration for an error 80. The check of the diagnostics showed a failure of the mixing pump. They stated that they would like to send the device in for the 2000 hour service no loaner was needed. Per investigator notification received on 25jul2023, it was reported that during decontamination that the artic sun device was receiving alerts for low flow. The double bend tube and the chiller evaporator outlet tube was expanded. The tank seals were lifted and cracked on the seals. The chiller molded tube was cut shorter than specifications and also the flowmeter was replaced due to calibration test unit ctu flow readings on the low end of tolerance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was repotted that the arctic sun device was failing calibration for an error 80. They check of the diagnostics showed a failure of the mixing pump. They stated they would like to send the device in for the 2000 hour service no loaner was needed. Per investigator notification received on 25jul2023, it was reported that during decontamination that the artic sun device was receiving alerts for low flow. The double bend tube and the chiller evaporator outlet tube was expanded. The tank seals were lifted and cracked on the seals. The chiller molded tube was cut shorter than specifications and also the flowmeter was replaced due to calibration test unit ctu flow readings on the low end of tolerance.